Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a request for a custom implant was received which indicates stock implants were removed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician reports were provided. In the design input form (dif) the surgical reconstruction plan is marked "no" to the question, "are you explanting/revising any bmf/lorenz products?" The custom products requested are right total tmj replacements from zimmer biomet per the DHR for tmjpm-2260; while the reason for the request was to replace old stock prostheses that previously fractured per the dif. The request for a custom implant indicates stock implants were removed; however, it is unknown if the custom implant requested is replacing zimmer biomet implants. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.